Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed that the nurse call turns on and off at the nurse's station when the cable is moved. The unit led cover is pushed into the case, the green over mold is torn and there is battery leakage inside the battery compartment. (B)(4).